Event description:
Subject in (B)(6) study was transfused with 2 units of prbcs three days following total knee replacement surgery.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of (B)(4) studies. Product was not available for evaluation because the complaint file was opened based on the retrospective review of the clinical study file. The lot number of the device was not provided so an investigation of the lot history record could not be performed.